Event description:
Patient reported "deflation" and "textured implants" against left device. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified, crease flat, fluids. Leak test was performed, and no leakage was found. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: no issues found related with the manufacturing process. No openings or issues related to deflation device were observed.

Event description:
Healthcare professional reported, capsular contracture, baker grade iii. Device has been explanted.

Event description:
Patient reported left side "deflation" and "textured implants". Healthcare professional reported "capsular contracture, baker grade iii". Device has been explanted and replaced.